Event description:
Patient reported the rubber of the up button on the infusion device is totally damaged and the button works only sometimes. Advised on how to change the orientation of the display. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occured outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.